Manufacturer narrative:
(B)(4).

Event description:
A talent taa stent graft system was implanted in a patient for the endovascular treatment of a 4.8 cm in diameter thoracic aortic aneurysm in zone 3 and 4. It was reported the patient expired. The investigator does not know the cause of death.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.